Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was over 500 mg/dl. The no delivery alarm was resolved by changing the complete set. The customer treated her high blood glucose level with an injection. The customer was able to rewind the insulin pump. The customer was hospitalized a couple of different times due to low blood glucose levels. All hospitalizations have been reported in the past. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.